Event description:
Event description guidant received information that this transvenous implantable lead exhibited undesirable thresholds during pre-discharge testing. The lead was explanted and a new lead was implanted in the right ventricle. Micro-dislodgement is the suspected cause of the undesirable thresholds. The lead was returned for analysis.